Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years, 7 months, and 1 week following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram revealed severe central aortic regurgitation and a torn prosthetic valve leaflet. It was noted that the valve appeared undersized. The patient was hospitalized.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years, 7 months, and 1 week following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram revealed severe central aortic regurgitation and a torn prosthetic valve leaflet. It was noted that the valve appeared undersized. The patient was hospitalized. Additional information was received which confirmed that a non-medtronic valve was subsequently implanted valve-in-valve.

Manufacturer narrative:
Corrected d.4 and h.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.